Manufacturer narrative:
Additional information: additional information was received indicating patient weight and that the patient passed away in (B)(6) 2019. It was stated that the patient had pumps with serial number (B)(4) and (B)(4) but the reporter was unable to confirm which pump was in use at the time of the reported event or last in use.

Event description:
Information was received indicating that a patient was hospitalized twice for a line blockage. The patient uses a smiths cadd legacy pump to provide therapy but is unknown if the device caused the reported event. It was also reported that the patient developed a low blood pressure while in the hospital.